Event description:
Pneumonia aspiration [pneumonia aspiration]; device use error [device use error]. Case description: this case was reported by a consumer via call center representative and described the occurrence of pneumonia aspiration in a 82-year-old male patient who received double salt dental adhesive cream (new poligrip si2) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip si2. In (B)(6) 2022, an unknown time after starting new poligrip si2, the patient experienced pneumonia aspiration (serious criteria gsk medically significant). On an unknown date, the patient experienced device use error. On an unknown date, the outcome of the pneumonia aspiration and device use error were unknown. It was unknown if the reporter considered the pneumonia aspiration and device use error to be related to new poligrip si2. This report is made by gsk/haleon without prejudice and does not imply any admission or liability for the incident or its consequences. [Clinical course] on an unknown date, the patient was using new poligrip si2. In (B)(6) 2022, the patient experienced pneumonia aspiration (seriousness: gsk medically significant). The patient was asked to sleep wearing dentures also at night. Therefore he slept also applying new poligrip si2. No further information is expected. Follow-up information received on 8 may 2023 [clinical course] ss event "circumstance or information capable of leading to medication error" was added in this report. Intermediary was a medical representative. In (B)(6) 2022, as a dentist told the patient to sleep wearing the denture at night, he slept with new poligrip si2 attached.

Manufacturer narrative:
Argus case ID: (B)(4).